Event description:
Caller reported that the pump battery was depleting too fast. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and the caller was instructed on returning the pump and was set to use an alternate method for insulin delivery to ensure no interruption during the process.